Manufacturer narrative:
(B)(4). Initial reporter last name - (B)(6).

Event description:
It was reported that app not launching occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.